Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were not found in the meter's memory.

Event description:
A customer reported receiving what were perceived as erratic readings on his adc blood glucose meter. Customer reported that on (B)(6) 2016 around 7 pm he tested and received a result of 263 mg/dl. He tested again and received results of 70 mg/dl, 221 mg/dl, 63 mg/dl, and 48 mg/dl. All readings were reportedly obtained ''around 7 pm'' (customer did not provide the exact times for each reading). The customer then injected 10 units of insulin, and ''started sweating.'' At 7:15 pm the customer went to a hospital and was given ''a glucose tablet, cereal and orange juice''. His blood sugar was reportedly then tested with an hcp meter with a result of 50 mg/dl. No diagnosis or further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported receiving what were perceived as erratic readings on his adc blood glucose meter. Customer reported that on (B)(6) 2016 around 7 pm he tested and received a result of 263 mg/dl. He tested again and received results of 70 mg/dl, 221 mg/dl, 63 mg/dl, and 48 mg/dl. All readings were reportedly obtained "around 7 pm" (customer did not provide the exact times for each reading). The customer then injected 10 units of insulin, and "started sweating." At 7:15 pm the customer went to a hospital and was given "a glucose tablet, cereal and orange juice". His blood sugar was reportedly then tested with an hcp meter with a result of 50 mg/dl. No diagnosis or further treatment was reported. There was no report of death or permanent injury associated with this event.